Manufacturer narrative:
A ge rep evaluated the system and replaced the generator batteries. Sys operates as intended.

Event description:
Customer reported the system is displaying an x-ray overtime error during film shots. No pt injury was reported.